Event description:
It was reported via clinical study, that the 76 yo white male patient reported right ankle swelling and pain. The date of adverse event onset is (B)(6) 2020 nonunion of medial mal osteotomy site and posterior collapse. Revision with inbone planned. The action taken was a revision on (B)(6) 2020 ; vantage removed, patient withdrawn. The patient¿s outcome was last known as resolved on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products:¿ 350-12-03 tibial plate fb sz 3 rt, 350-02-04 talar implant sz 4 rt, 350-10-03 ankle sz 3 locking clip.